Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) connector terminal was broken (bad soldering). Analysis also found the rf (radio frequency) head connector terminal was broken. Stylus tip was bent, stylus connection terminal was worn out, lower case was worn out, and the cardbus connector socket was broken. Software error was found in the programmer update history. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) was loose. The programmer was returned for service. No patient complications have been reported as a result of this event.